Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during closure of the wound the visistat failed to clip on skin.

Event description:
It was reported that during closure of the wound the visistat failed to clip on skin.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample was returned with the first few staples misaligned. The stapler was returned with 15 staples left in the cover block indicating that at least 20 staples were fired by the end user. Reference file anp1900074213 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. Reference file anp1900074213 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "staples not closing" was confirmed based upon the sample received. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, no staple fired as it appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73b1900439 was manufactured on 02/18/2019 a total of (B)(4) pieces. Lot was released on 03/01/2019. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73m1900409 the staplers were functionally inspected (fired) and issue reported "staples not closing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during closure of the wound the visistat failed to clip on skin.